Manufacturer narrative:
Section d4, serial number, has been updated. A stryker service representative performed an evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. As a precautionary measure, potentiometer calibration has been completed. The device passed functional and performance testing and was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not start compression. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker sent the customer a quote. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not start compression. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.